Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The site of infection was at the ipg site. The patient was prescribed antibiotics it is unknown if cultures were taken. The patient was not hospitalized. At this time the infection has not resolved.

Event description:
Follow up information identified and the patient's infection was resolved over time with antibiotics.

Event description:
Follow up information identified the replacement surgery on (B)(6) 2015 was unsuccessful and procedure was abandoned (reference MFR. Report: 1627487-2018-00273 and 1627487-2018-00274).